Event description:
The surgeon reported a system message displayed during I/a. The system was rebooted and the cassette was replaced. The system message would not clear. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. A loose shoulder bolt was found. The fluidics mechanism was replaced as a diagnostic measure. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).